Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of missing pixels in the lower display and further noted that the upper case was damaged, the lower case was broken, one side bail cover, one case screw and one side bail were missing and the keyboard was scratched. Due to the age of the device it was being returned unrepaired. (B)(4).

Event description:
It was reported that when in the menu screen (lower liquid crystal display) of the external generator there were pixels missing on the right side so the values were a little hard to make out. The generator was returned for service. There was no patient involvement.